Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a de novo perforation in a heavily tortuous and moderately calcified left circumflex artery. An attempt was made to advance a 3.5 x 26 mm graftmaster covered stent; however, it failed to cross the lesion due to the anatomy. Therefore, the covered stent was replaced with an unspecified device to successfully seal the perforation. There was no adverse patient sequela reported. No additional information was provided.